Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product as it is returned to the manufacturer. (B)(4).

Event description:
Per user facility medwatch report (B)(4): rn was in patient room. High frequency oscillating ventilator started alarming and turned off. Rn notified rt and md and began ventilating the patient with ambu bag. Rn then switched the patient to the regular ventilator with no problems.